Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-00659. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the superior mesenteric artery (sma) using ruby coils and pod packing coils (podjs). During the procedure, the physician successfully placed multiple coils using a non-penumbra microcatheter. The physician then felt resistance and was unable to advance a ruby coil within its introducer sheath. The physician retracted and re-attempted to advance the ruby coil, however the same resistance was felt. The ruby coil was therefore removed, and additional coils were placed. The physician then experienced the same resistance advancing a podj within its introducer sheath, and therefore the podj was removed. The procedure was completed using additional penumbra coils and the same microcatheter. There was no report of an adverse effect to the patient.